Manufacturer narrative:
Other applicable components are: product ID: 3037, serial# (B)(4), product type: programmer, patient.

Event description:
Additional information from the healthcare provider (hcp) reported the patient would be following up with the manufacturing representative (rep) on (B)(6) 2016. Follow up from the rep on (B)(6) 2016 reported that the patient's programmer stopped working, so they had their device off for the last two years. They threw their patient programmer away, so a new patient programmer would be sent to the patient. Impedance checks were done and were within normal ranges on all combination settings. The device was checked and a loaner programmer was given. The patient was set to standard 4 programs. The issue was noted as being resolved.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The healthcare provider (hcp) reported that date notified is the first time seeing the patient, and that the patient claimed the stimulator stopped working two years prior to date notified and has not worked since. The hcp noted the patient was experiencing pain symptoms. Follow up with the manufacturer representative (rep) will be performed to interrogate the device. Indication for implant is urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.